Event description:
It was reported that the attachment is stuck. It was reported that there was no patient impact. Additional information was received stating that detached bearing was found during evaluation.

Manufacturer narrative:
H3: product analysis: evaluation determined that the customer allegation of attachment was stuck was confirmed. The likely cause of failure is due to distal bearings were detached. It was also noted that the laser markings were fading and leg was worn. Date of incident or estimated date of incident not provided to manufacturer. Aware date used as date of incident until further info rmation is obtained. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.